Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a bravo failure to attach. There was no harm to the patient but a repeat procedure was performed, no medical intervention was required. There was nothing unusual about the patient or the procedure itself that led to the event. An endoscopy was performed and the patient has esophagitis. The user has been performing bravo for 8 months and was trained by a given representative. Lubricant was used to facilitate capsule placement and the customer reported none got into the capsule chamber. The user is not sure what caused the failure to attach.